Event description:
Patient was in unstable v-tach [ventricular tachycardia] with hypotension. AED [automated external defibrillator] was attached to patient. When attempting to sync for cardioversion, the AED would not sync to the patient's rhythm. AED patches were replaced; AED would still not sync. AED changed to the other AED on the unit; AED would still not sync. Staff unable to deliver cardioversion safely. Eventually, the physician ordered to complete cardioversion regardless of inability to sync. Two attempts were made to press the cardioversion button, but no shock was delivered. Patient then went into asystole and chest compressions were started. During the course of the day, the patient's bedside monitor was consistently ringing asystole despite extensive investigation from staff and obvious visual p, qrs, and t-waves. When the monitor was ringing asystole, the bp [blood pressure] on the arterial line was stable. The monitor was simply unable to appropriately pick up the patient's rhythm. A combination of these issues begs to question whether or not there was an equipment failure on the part of two AED's on the unit, or if the patient was simply an anomaly for which our equipment was unable to read appropriately,